Event description:
It was reported that the patient for a follow up in clinic. It was noted that the right atrial lead exhibited noise over-sensing, which resulted in inappropriate mode switch. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.